Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 42 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a proximal type 1 endoleak and distal migration of 5 cm was noted in a routine CT, as the infra-renal aorta had enlarged. The aortic neck was 30 mm in diameter at the renals and 32 mm at 1 cm below with 40 degree angulation. The migration was attributed to disease progression and neck dilatation. Approximately 1 month ago a 36 mm diameter talent bifurcated stent graft, a contralateral limb, and an extension on each side were placed to reline the entire aneurx system and successfully resolved the endoleak and stent graft migration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: migration, endoleak. Results/conclusions: disease progression and dilated aortic neck.